Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that dcm pump is leaking. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontaminate/bleach? Was the customer/ bd personnel physically in contact with the fluid? No. Fse reports on wo that leak was waste located inside the instrument, however upon calling bd the customer indicated the leak was not contained. Waste was not mixed with bleach or a decontaminate.

Manufacturer narrative:
After further review MFR#2916837-2021-00144 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd lsrfortessa¿ so waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that dcm pump is leaking. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Unknown 5. Did biohazard leak before or after waste line? Unknown 6. Was the waste mixed with decontaminate/bleach? 7. Was the customer/ bd personnel physically in contact with the fluid? No fse reports on wo that leak was waste located inside the instrument, however upon calling bd the customer indicated the leak was not contained. Waste was not mixed with bleach or a decontaminate.